Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that patient was getting persistent thermometer screen. It was stated that the recharger was not charging patient's ins two days ago prior to report. Patient was also getting reposition antenna screen in (B)(4) 2017. Patient's ins was dead 4 days prior to report because they were not able to charge. A replacement recharger antenna was sent. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-02-16 from the manufacturer representative reported that the only steps taken were those suggested during the call to patient services. They would recharger for shorter amounts of time more frequently to see if that resolved the issue of the patient not getting to the point of high temperatures. If this did not help then a pocket revision was suggested. There was no other information available to the manufacturer representative at this time. They were unaware of the cause for the electrode 6 high impedances.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimul ator for post lumbar laminectomy syndrome and spinal pain. It was reported that there was discomfort while charging. The implantable neurostimulator (ins) was too hot. While charging, the ins got very hot and the patient¿s spouse had noticed it as well. The caller stated that the patient felt like the ins itself was getting hot as they felt the warmth internally. The patient felt the sensation about 45 minutes after charging and they charged approximately every 10 days for 5-6 hours. The caller stated that the patient had not had any falls or traumas. All impedances looked great except for contact 6 which was over 10,000 ohms. The therapy and stimulation were fine. It was mentioned that the patient sat down before and the ins almost flipped due to losing weight. The patient had lost 50 pounds and the ins was somewhat loose and could move a little in each direction. It was also noted that the ins was right under the skin. The patient charged both with the antenna right against the skin or with clothingin between the antenna and the skin. The heating sensation happened either way the patient charged. It was indicated that the patient used something similar to the belt when charging and was up and moving around not lying on the antenna or having it pushed up against anything. The ins was reporting to be charging fine. Although, it was reported that the last time the patient charged from almost empty to full in about 3 hours. It was inquired if spacers might help. The patient did not see the thermometer icon or any error codes when they charged. These issues started about 3 months ago (B)(6) 2016.